Manufacturer narrative:
Zip code: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii and twitching feeling. Device remains implanted.

Event description:
There are currently no reportable events against device on record. This record is no longer reportable to the FDA. And will be un-reported

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6